Event description:
This is a report of a patient who experienced peritonitis and passed away coincident with therapy for peritoneal dialysis. During the month leading up to the death, the patient was hospitalized for a blood infections and peritoneal infection. It was reported that the patient was recovering from the infections and discharged from the hospital. Two weeks prior to death, the patient was diagnosed with peritonitis and hypotension while hospitalized for an unrelated event. The patient was treated with unspecified antibiotics and was recovering from the events when the patient passed away. Therapy was ongoing until the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.